Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple episodes of interference and increased high voltage impedance were observed on the right ventricular (rv) lead. The physician was unable to view the episodes due to the device not being programmed to record interference episodes. The issue was resolved by enabling the device to record interference episodes. The physician elected to monitor the patient at follow-up. The patient was in stable condition.